Event description:
The customer reported to baxter corporate product surveillance(cps) of a continu-flo solution set in which no flow was observed at the middle y-site. The reporter stated that the administration set was primed and flow was established for the primary infusion of an unknown pre-medication. The nurse then attempted to connect an unknown secondary administration set of an additional pre-medication when a no-flow was observed. No physical irregularities were noticed. There was patient involvement; however, there were no reports of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. Visual inspection as well as functional tests was performed. All three y-sites on the set flowed normally. Therefore, the reported condition was not confirmed. An assignable root cause could not be determined

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. A batch review could not be performed as the lot number is unknown. If additional information becomes available or the sample is received, a follow up report will be submitted.